Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, pain and surgical intervention; however, no details have been provided. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that, on or about (B)(6) 2016, the patient underwent surgery for repair of an inguinal hernia and a bard/davol perfix plug was implanted to repair the hernia defect. On or about (B)(6) 2018, the patient underwent an additional surgery to remove the defected mesh and during the course of this surgery, two bard/davol 3dmax meshes were implanted on the right and left sides. It is alleged that the patient was injured severely and permanently. It is also alleged that the patient suffered pain, disability, hospitalizations and additional surgeries. The patient has suffered and will continue to suffer physical pain, mental anguish, chronic pain, psychological stress, depression and has undergone and will likely require in the further other forms of care and medical treatments. It is further alleged that the device was defective.